Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer continued to use the pump for insulin therapy and will contact the healthcare provider as needed to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.